Event description:
During an in-service, the area sales representative was demonstrating how to use a cook hemospray endoscopic hemostat. While assembling the hemospray and tightening the thread to the co2 cartridge, it blew a hole out of the bottom of the red threads and the cartridge went out the bottom. There was no patient contact and no one was injured during the incident.

Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the on/off switch in the "off" position. Not all components were included in the return; the regulator has popped and the the o-ring, a small metal ball, spring, and small white o-ring were not returned. The white body of the handle has not cracked. Powder was not observed within the returned tray or on the returned components. The red activation knob was engaged in the handle. A round portion of the activation knob had broken from the bottom of the activation knob and was included in the return. No portion of the activation knob appears to be missing. The co2 cartridge was returned loose in the tray and was fully punctured. A visual examination of the lance, which had been dislodged form the handle, showed it to be beveled. The inspection of the co2 cartridge and lance confirms the device was of the current design. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The iqc records were verified for the associated raw material lot for handle: co2 primer which is 100% proof loaded during inspection. Nonconformances that could potentially be related to the complaint were contained in the associated iqc record. The nonconformance documentation supports the affected components were dispositioned appropriately prior to release of this raw material. There is no evidence nonconforming product was released for distribution. The iqc record supports that supplier personnel were notified of the nonconformances. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. A definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.